Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. The pump was unable to confirm alarm due to motor error alarm. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin pump had a motion sensor test failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.